Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's contacts showed high impedances. The patient underwent a revision wherein the lead was replaced due to lead fracture. The patient was doing well.

Event description:
A report was received that the patient's contacts showed high impedances. The patient underwent a revision wherein the lead was replaced due to lead fracture. The patient was doing well.